Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent screw removal surgery. Intra-op, the driver broke during removal of screw. No more information is available yet.

Manufacturer narrative:
Product analysis: observation: it appears that the driver's tip has been sheered off approximately 3mm from the tip. The metal deformation gives an indication that the failure was the result of torsional overload. The driver appears to have been heat treated correctly. Conclusion: the above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
The working end of the driver broke of in the screw head. No patient complications were reported as a result of the event. The revision surgery was being performed for screw removal, no malfunction was reported for this screw.